Event description:
It is reported that when the device was removed from the box, the first sterile seal was loose and not attached to the plastic packaging.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.